Event description:
It was reported that the insulin pump experienced a vibrator anomaly. The caller stated that the vibrate feature did not function. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump failed to vibrate during self test due to broken black vibrator motor wire. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.